Event description:
System will not turn on, no power. It was reported to philips that the allura device would not turn on. No patient harm was reported. A philips engineer visited the site and identified that the internal circuit breaker had tripped. This was reset and the device returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use at the time of the event and there was no patient impact. A philips service engineer inspected the system onsite and confirmed that the uninterruptible power supply (ups) circuit breaker had tripped possibly due to a power surge. The service engineer reset the ups circuit breaker. After resetting the ups circuit breaker, the system was returned to use in good working order. When a ups is not in bypass mode, the system will not work when the ups is failing. Ups bypass mode is when you switch the circuit from going through the ups to going around or bypassing it. A manual bypass switch is used to remove the ups system from the circuit for servicing or maintenance or if it is no longer working correctly. Though the ups was not working due to an external factor, the x-ray system was still functional. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.